Event description:
Unable to work harmonic ace curved shears with ergonomic handle. Hand control and torque wrench did not work after connected to the generator.device #1is this a laboratory device or laboratory test?no.